Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) a for evaluation and repair. The evaluation determined that the device issue was due to a defective battery. The battery was replaced to address this issue. (B)(4).

Event description:
It was reported by the resmed technical service that the astral battery needed to be replaced. There was no patient injury reported as a result of this incident.